Manufacturer narrative:
The reported events were for inadequate capture and failure to advance the stylet. A complete lead was returned in one piece. The reported event for failure to capture was not confirmed. Electrical testing of the lead did not find any anomalies. The reported event for failure to advance the stylet was confirmed. X-ray examination found the stylet to be obstructed by blood/body fluids. Visual inspection of the lead found no anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited unacceptable capture threshold. Furthermore, the stylet was failed to advance in the ra lead. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.